Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2019 with the following findings: records of the pump re-booting were present in the black box data. On investigation, the battery compartment was cracked and the returned battery cap was damaged and not able to secure properly to the pump to maintain proper electrical connection. With the damaged cap on the pump, power interruption was duplicated. A test battery cap was able to secure properly to the pump. Moisture corrosion was found inside the battery compartment and inside the pump on the printed circuit board due to moisture ingress at the site of the battery compartment crack confirmed by leak testing. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged the battery compartment had moisture in it, the battery cap was gritty, the battery cap threads were stripped, and there was no power to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.